Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past and there was no service history to review. Visual evaluation found the rear housing was cracked on top corner, and downstream occlusion (dso) sensor and upstream occlusion (uso) sensor were contaminated. High pressure alarm was found in event history logs. Primary problem was verified by visual and functional testing. The cause was the dso sensor contamination. Replaced dso sensor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device had a broken rear case, the ¿no disposable clamp tubing¿ alarm was not working, and there was double beeping after removing the set. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.